Manufacturer narrative:
Customer indicated that there is no product/device to be returned for investigation analysis.

Event description:
It was reported the patient had a total knee arthroplasty 4 years ago. Patient has had recurrent stiffness of left knee, with limited range of motion. Patient underwent left total knee revision to change spacer.